Event description:
Same case as MDR # 6000093-2006-01129. Three days after a coronary drug eluting stenting treatment procedure thrombosis was found. The pt had two taxus express2 drug eluting stents placed at a different facility. It is unspecified what size stents these were or what vessel these were implanted in. Three days later, the pt presented with an acute myocardial infarctionand thrombosis was discovered. It was reported that the two taxus express2 stents "were full of clot". The target vessel was the distal right coronary artery (rca). The left femoral artery was accessed and a 6fr x 11cm sheath was inserted. A 6fr fr4 guide catheter was inserted. Three different guidewires were placed, one was removed, and then another was placed. Then a 2.0x15mm maverick balloon was inserted and inflated twice to 6 atm for 30 seconds. An angiojet 4 fr spiroflex catheter was inserted. A 5 fr bipolar temporay pacing catheter was inserted (rate 70 beats per mintue). Four angiojet runs were done, two for 14 seconds, one for 15 seconds, and the last for 20 seconds. The angiojet catheter was removed and the same 2.0x15mm maverick balloon was inserted and inflated seven times (12 atm for 40 sec; 12atm for 30 sec; 12atm for 30 sec; 6 atm for 30 sec; 6 atm for 30 sec; 6 atm for 40 sec and 18 atm for 30 sec). A 2.9 fr intravenous ultrasound (ivus) catheter was inserted. Then a 3.0x15mm quantum balloon was inserted into the rca and inflated to 16 atm for 45 ec, 12 atm for 20 sec and 12 atm for 30 sec. An 8 fr intra-aoric balloon sheath was inserted into the left femoral artery. An arrow ultra 8 fiber optic 40ml balloon was inserted over the wir with 1:1 augmentation. The procedure was complete and the pt was transferred to the coronary care unit. Medications received during the procedure include dopamine, heparin, lasix, atropine, integrilin and reopro.

Manufacturer narrative:
The delivery device was not returned and the stent remained in the pt, therefore, no analysis could be performed. The cause of the difficulties experienced during the procedure could not be determined.